Manufacturer narrative:
This device (remstar auto a-flex) was manufactured (06/16/2010) which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. There was no report of serious patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the internal part of the device and found evidence of foam particles or degradation inside the blower kit. In addition, the device was scrapped.